Event description:
Primary surgery performed on (B)(6) 2025. First revision surgery performed on (B)(6) 2025 due to joint luxation; liner and glenosphere revised. On (B)(6) 2025, a second revision surgery was performed due to joint luxation; the liner and glenosphere were revised. The glenosphere was changed from 42mm std to 39mm/+3mm lat and the liner from 42mm/+3mm to 39mm/+3mm. Patient history: primary surgery performed on (B)(6) 2025. 1st revision surgery performed on (B)(6) 2025 due to joint luxation; liner and glenosphere revised. (B)(4). 2nd revision surgery performed on (B)(6) 2025 due to joint luxation; liner and glenosphere revised. (B)(4). 3rd revision surgery performed on (B)(6) 2025 due to joint luxation; liner, glenosphere, and metaphysis revised. (B)(4). 4th revision surgery performed on (B)(6) 2025 due joint luxation; patient converted to hemiarthroplasty - glenosphere and baseplate removed, liner and metaphysis replaced with anatomical components (B)(4). 5th revision surgery performed on (B)(6) 2025 due to intra-prosthetic dislocation (metal humeral head and double eccenter) - humeral head and the double eccentric revised and surrounding bone trimmed using a rongeur. (B)(4).

Manufacturer narrative:
Batch review performed on 17 july 2025 lot 2240224: (B)(4) items manufactured and released on 03/01/2023. Expiration date: 02/12/2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Additional component involved and revised: reverse shoulder system 04.01.0174 glenosphere - ø42x27 (k170452) lot 2307388: (B)(4) items manufactured and released on 17/05/2023. Expiration date: 01/05/2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.